Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the liquid crystal display (lcd) panel. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. Covidien reference # (B)(4).

Event description:
It was reported by a customer to the USA that an 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.